Event description:
It was reported that there were concerns about this cardiac resynchronization therapy defibrillator (crt-d)'s battery longevity. Technical services (ts) reviewed the reports and noted that there was a delay in charge times that resulted in the device reaching explant. Additionally, the device exhibited jumpy low out of range pacing impedance on the right atrial (ra) lead channel and had atrial tachy response (atr) episodes due to oversensing of noisy signals. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns about this cardiac resynchronization therapy defibrillator (crt-d)'s battery longevity. Technical services (ts) reviewed the reports and noted that there was a delay in charge times that resulted in the device reaching explant. Additionally, the device exhibited jumpy low out of range pacing impedance on the right atrial (ra) lead channel and had atrial tachy response (atr) episodes due to oversensing of noisy signals. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that there were concerns about this cardiac resynchronization therapy defibrillator (crt-d)'s battery longevity. Technical services (ts) reviewed the reports and noted that there was a delay in charge times that resulted in the device reaching explant. Additionally, the device exhibited jumpy low out of range pacing impedance on the right atrial (ra) lead channel and had atrial tachy response (atr) episodes due to oversensing of noisy signals. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.